Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: foreign material became difficult to remove since precleaning was not performed immediately after procedure. Proper reprocessing was not done or adequate amount of water was not fed during precleaning and/or manual cleaning. Then foreign material became difficult to remove. However, foreign material was not discharged during sbc inspection. Therefore, we were not able to specify the cause of weak water supply from the auxiliary water channel opening. Moreover, we were not able to specify the root cause of the channel clogged with foreign material. A definitive root cause cannot be identified. This issue is covered in the instructions for use: IFU (reprocessing manual) says about precleaning to be performed immediately after procedure and flushing of the auxiliary water channel as below: ¿precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel:the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2).¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, lock engagement lever chipped, right/left knob scratched, switch 1 scratched, switch box dented, scope connector cover case dented, plug unit damaged, air/water and suction cylinders discolored, forceps port, and grip shaved, stiffness knob scratched, universal cord buckled, light guide lens cracked, distal end cover chipped, connecting tube scratched, and auxiliary tube clogged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the evis exera lll colonovideoscope, had wet jet in the jet channel and worn-out rubber rings. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope auxiliary tube (j-tube). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.